Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device not communicating and got the message on the screen "contact technical support." A field service engineer checked and reseated bus cable, also cleaned for medications and debris, rebooted station to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, the whole 4nb auxiliary drawer 3.1 was not communicating and unable to recover it. The customer reported that this malfunction occurred when a user was trying to dispense medication to a patient. This issue resulted in a delay to patient care since medications were taken from pharmacy / other station. There were no adverse events or injuries reported based on this event.